Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bolus calculations were incorrect due to observing a 30 unit bolus which was larger than intended for the customer. Based on customer¿s current settings, bolus delivered was correct. Tandem technical support was unable to verify if settings were correct for user. Customer's blood glucose (bg) was 91 mg/dl. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.